Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported device break or separation appears to be related to circumstances of the procedure. It is likely that manipulation and/or inadvertent mishandling of the device during the procedure resulted in the device separation/break. There was no damage noted to the balloon catheter during the inspection prior to use, which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the shaft of a 3.5x15mm nc trek balloon dilatation catheter (bdc) broke. The bdc was removed and the procedure was successfully completed with an unspecified non-compliant balloon catheter. There were no adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.